Manufacturer narrative:
Patient identifier and weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4); supplier: (B)(4). Date of manufacture: oct 26, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure that the surgeon had difficulty removing the insertion handle from the connecting screw. It took extreme force to remove the insertion handle causing an approximate five (5) minute delay to the surgery. Both devices remained intact without breakage. The surgery was completed successfully with no medical intervention necessary. The patient was stable following the surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported as: unknown tibial nail (part # unknown, lot # unknown, qty 1).

Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The connecting screw (03.010.404) was manufactured on october 26, 2015 and the insertion handle (03.010.440) was manufactured on december 02, 2015. Review of the device history records showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. Per the technique guide, these devices are used together for insertion of the titanium cannulated tibial ¿ex nails when a suprapatellar approach is desired. The connecting screw and insertion handle were received intact. A dent was observed on the distal edge of the tab on the insertion handle. This is consistent with impact in the proximal direction which would be the direction of disassembly. The returned devices were functionally tested together. At no time did the devices fail to assemble/disassemble and no binding was observed. Thus, the complaint condition for the insertion handle is unconfirmed and could not be replicated. The insertion handle was determined to have not impacted the complaint condition. The distal threads and the distal shaft of the connecting screw show wear and scraping. This is indicative of the part being cross threaded and scraping against the mating device. However, the associated nail was not returned, therefore further testing with the nail in question was unable to be performed. When tested with a functional nail (part 04.034.555s, lot h161903) the connecting screw was difficult to advance and retract. Thus, the complaint condition for this device is confirmed, consistent with the reported condition, and could be replicated. A review of the current design drawing / manufactured revision for the connecting screw and the insertion handle was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The damaged on the threads of the connecting screw has resulted in the difficulty to assemble and disassemble the nail, insertion handle, and connecting screw. However, the definitive root cause which led to this occurrence could not be determined given the unknown circumstances during and prior to use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.